Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qhmmml and no non-conformance's related to the reported complaint condition were identified. Component code: (B)(4) reported condition not confirmed. Investigation summary: the product was returned for evaluation. Visual analysis of the returned product revealed that one suture around of the labeled winding former product code sxpp1a405 was received for evaluation. Upon visual inspection of the sample received, the swage and attachment area of the needle were noted to be as expected and no needle pull of was observed, since the suture still attached to needle. As per visual inspection of the suture, body fluids, damage at the surface and barbs were observed, in addition, the fixation tab was broken at two sides . After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. The product code sxpp1a405 contains absorbable suture, as the sample was received open, the time of exposed to the environment could not be determined and functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional information was requested and the following was obtained: what was the initial procedure?: unk. What is the procedure date?: (B)(6) 2021. Could you please confirm if two devices with issues had the same lot number? If not, yes, two devices had the same lot number. Could you please provide the other lot number, and confirm with what issue was related? Both devices have the lot number of qhmmml. Other information is unknown. Note: events reported in 2210968-2021-10339 and 2210968-2021-10340. Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and a barbed suture was used. During the procedure, the problem of pulling off suture needle had happened when it was opened. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Upon evaluation of the returned device, the fixation tab was broken at two sides. No additional information could be provided.